Manufacturer narrative:
Corrected: d4. The complaint of lack of stimulation against the ipg was not confirmed. As received, visual inspection of the returned ipg did not show any anomalies. Ipg passed the functional testing on the auto tester. The cause of the reported event is unknown. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.

Manufacturer narrative:
Date of event is estimated. E1 - reporter phone number: (B)(6).

Event description:
It was reported patient had high impedances on the lead and stopped charging the ipg. Patient lost effective stimulation as a result. To address the issue, surgical intervention was undertaken wherein the lead and ipg were explanted and replaced. Therapy was restored post-op.